Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch sold since june 2020. Investigation results: we received for evaluation the explanted catheter. The access port and the connection ring were not returned for evaluation. The catheter measures 19.4cm. No defect is visible on the catheter. Dimensional measures: the internal and external diameters conform to our specifications. Disconnection test: we have performed a disconnection test on the returned catheter with an access port and a connection ring from our stock. The disconnection force obtained is well superior to the requirement of the iso 10555-6. This characteristic conforms to our specification. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port". This is a known and rare incident; no corrective action is envisaged.

Event description:
Disconnection of the implantable access port with migration of the catheter into the right suprahepatic vein. Right pectoral pac placed on (B)(6) 2020. Clinical consequences noted: removal of pac and retrieval of the catheter.

Manufacturer narrative:
Note: product reference 4437027 is not cleared for sales in the USA, but its catheter is similar to the product cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch sold since june 2020. Investigation results: we received for evaluation the explanted catheter. The access port and the connection ring were not returned for evaluation. The catheter measures 19.4cm. No defect is visible on the catheter. Dimensional measures: the internal and external diameters conform to our specifications. Disconnection test: we have performed a disconnection test on the returned catheter with an access port and a connection ring from our stock. The disconnection force obtained is well superior to the requirement of the iso 10555-6. This characteristic conforms to our specification. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port". This is a known and rare incident; no corrective action is envisaged.

Event description:
Disconnection of the implantable access port with migration of the catheter into the right suprahepatic vein. Right pectoral pac placed on (B)(6) 2020. Clinical consequences noted: removal of pac and retrieval of the catheter.